Event description:
It was reported that the 8300 had error 13-1033-149. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device 8300 had error 13-1033-149 was not identified during the customer call. Tech support recommended to re-flash software on the etco2. Customer will send unit in for flat fee repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.